Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: a previous DHR review was conducted and found 1 unrelated non conformance on this batch. Micro and sterility tests passed.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient's knee was revised to address loosening of the tibial component at the bone to cement interface. Two depuy cement was used .revision of the tibial component was performed using a tibial sleeve, rotating platform revision tray and sz 3 10mm cr rp insert. Doi: (B)(6) 2017. Dor:(B)(6) 2021. Left knee.